Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the plastic part of the cautery burned off. The silicone part of the hemopro burned by the jaws and the metal part was exposed, seen on the screen, immediately switched out the scope to vasoview 6, checked tunnel for any silicone pieces, none seen. There was a procedural delays.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact c-ring or intact cannula. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw but remained attached at the tip of the hot jaw due to clinical use. The shaft of the device closest to the base of the jaws was observed to be peeled, exposing the inner contents of the shaft. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "thermal decomposition" was not confirmed, however, the analyzed failure "peeled; delaminated; shaft" was observed. The lot # 3000379867 history record review was completed. There were three (03) ncmrs, rework, or deviations documented for the reported lot number. Specific actions for the as analysed (peeled; delaminated; shaft) failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.